Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008516 have already been previously tested for visual inspection and additionally for flow and leak in the database 2136392 on 12/apr/2025. All test results were within specifications as per the test report database 2136392 test report. Device history record (DHR) review: the lot 6008516 was manufactured according to the work instruction (wi) version 47 manufactured in the multivac 14, on 6/aug/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4h00154 was manufactured according to the wi version 64 manufactured in the machine sc05 and sc06, on 04/aug/2024, with a total of (B)(4) units. The lot 4g05784 was manufactured according to the wi version 64 manufactured in the machine sc05 and sc06, on 03/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6008516 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: on the investigation on reference samples, no issue was found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.